Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability not achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, smoker, periodontal disease, bruxism, mobility (2021_0098 and 2021_0099 are same patient).